Event description:
The reporter did back to back blood glucose tests, within 10 minutes. Reporter reported results were 235, 134 and 167mg/dl. Reporter did not have any symptoms. No harm was alleged. Follow-up attempts to contact the reporter have not been successful.